Manufacturer narrative:
Covidien reference: (B)(4). The customer reported to have replaced the gui to bd cable and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a loss communication error. The ventilator was not in use on a patient at the time the malfunction occurred.